Manufacturer narrative:
Results: there was no visible damage to the penumbra coil detachment handle (handle). A fractured piece of a penumbra coil 400 coil pet lock was stuck inside the handle. The handle was disassembled by the penumbra investigator, and the pet was removed. Conclusions: evaluation of the returned device revealed that the handle funnel inner diameter (ID) was out of specification. The funnel ID was likely increased when the pc400 coil pusher assembly was forced through the funnel, essentially "punching" through the funnel hole. This out of specification funnel ID allowed the pusher assembly hypo-tube to be withdrawn through the funnel, preventing the pull tube from being retracted. These devices are 100% functionally tested during incoming quality control inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00178.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery (ca) using penumbra coil 400 coils (pc400 coils) and a penumbra coil detachment handle (handle). The physician deployed and detached two pc400 coils into the aneurysm using the handle. The physician then deployed a new pc400 coil into the cerebral artery and attempted to detach the pc400 coil using the handle; however, the physician was unable to detach the coil using the handle and via the delivery assembly. After multiple unsuccessful attempts to detach the pc400 coil using the handle, the physician forcefully detached it manually and the procedure was completed at that point. There was no report of an adverse effect to the patient.